Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device and delivery system (wds) was advanced. The closure device was successfully implanted and there were no patient complications. On (B)(6) 2018 the patient had a 45 day follow up procedure. A computed tomography (CT) scan was performed which showed a possible thrombus, but it was inconclusive. On (B)(6) 2018 they followed up with a transesophageal echocardiography (tee) that confirmed the presence of the thrombus on the face of the device. A small thrombus was extending from the threaded insert towards the limbus. The patient was treated with coumadin and will be re-checked. The patient had no symptoms. It was noted that sometime between the implant procedure and the follow up CT the patient stopped the coumadin treatment the patient had a thoracentesis performed for a different reason, and that physician halted the patient¿s coumadin treatment without informing the cardiologist.